Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 192t assay. A customer from canada alleged that they received discrepant results for a patient¿s sample tested with the kit cobas 6800/8800 sars-cov-2 192t assay analyzed on the cobas 6800/8800. The customer reported that a sample that was initially detected as positive from the referred in lab was sent out for verification testing on the same cobas 6800/8800 that resulted in a negative result. The sample was then tested on two other platforms the magna pure 96/lc480 and the cepheid genexpert both generated positive results. The sample was repeat tested the next day analyzed on the same cobas 6800/8800 that generated a positive result. No harm or injury was indicated. Patient sample was collected using nasopharyngeal swab transport media type unknown. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.(B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. Based on the totality of the investigation there is no indication that the kit is not working as intended. As the samples were manipulated with dilutions it is suspected that the issue the customer was experiencing is sample specific. (B)(4).